Manufacturer narrative:
(B)(4). Method: the complaint airvo humidifier was returned to fisher & paykel healthcare in (B)(6) for evaluation. The device was performance tested, during which it was found that the audible alarm was not functioning. Results: during testing the airvo functioned normally, however the screen display was faulty and no audible alarm was heard. Resistance measurement was performed on the speaker plug soldered on to the control pcb board. The resistance was found to be high or open circuit. Resistance measurement was also carried out on the soldering point of the speaker, it too was open circuit. A lot check revealed no other complaints of this nature for lot number 130107. Conclusion: the supplier of the speaker unit was notified and they have carried out an investigation. The problem has been traced to an issue with the gluing process. The supplier has taken steps to modify this process and to ensure that each speaker is checked following the gluing process and that any speakers found faulty are discarded. The subject airvo was manufactured before the supplier implemented these additional checks. The airvo 2 user manual states that the "airvo is for the treatment of spontaneously breathing patients who would benefit from receiving high-flow, warmed and humidified respiratory gases." And that "the unit is not intended for life support."the user manual also contains instructions on how to check the alarm system functionality and states that "if either alarm signal is absent, do not use the unit. Contact your fisher & paykel healthcare representative."

Event description:
A hospital in australia reported that the display of an airvo 2 humidifier was 'dull'; upon investigation it was found that the audible alarm was not functioning. No patient consequence was reported.